Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a software pump error alarm. The customer did not state whether they could clear the alarm and were able to complete the rewind process or not. The customer also reported loss of communication between insulin pump and transmitter, which was resolved after the troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.